Event description:
The product was used during a lung volume reduction procedure. Reportedly, the instrument misfired causing there to be an open lung surface which had to be repaired in an emergency fashion. The pt had a paralyzed right hemidiaphram believed to be caused from phrenic nerve damage. The pt also had a tracheostomy procedure on 4/5/1996. The hosp has reported the pt's condition as satisfactory.

Manufacturer narrative:
11/11/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated an codes entered in h3 and h6. Device not available for evaluation.